Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic with episode of non-sustained rv oversensing. Stored egm revealed myopotential oversensing. Programming changes were recommended if signal was able to be reproduced. No changes were made. Patient condition was stable.